Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; catheter body, dried drug, blood or foreign material occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter . Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 08-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 829 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. It was reported that the patient had a suspected decrease in therapy effectiveness. Cap (catheter access port) aspiration was normal, but the physician decided to decrease the dose in preparation for catheter replacement. Per the hcp, the patient experienced an overdose after taking oral baclofen, as well as at each pump dose decrease. The patient had increased spasticity in general, however, temporary symptoms of overdose (flaccidity and decreased responsiveness) which correlated with dose decreases of the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to the or (operating room). In the or, the catheter did not aspirate. Tissue was noted in the connector. Once removed, the catheter aspirated. The pump and catheter were replaced per the hcp orders.